Event description:
The following was reported to hamilton medical ag: summary: option not found with technical event 249011, 249012, 283005.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.